Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a bowel cancer screening test procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but difficult to release from the catheter. Eventually, the clip was able to release from the catheter after some manipulation, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device revealed that the device was half deployed, and the clip assembly was not returned with the device. The hypotube and yoke were smashed and the control wire had separated from the crosspin. It was also noticed that the set screw had been seated. A kink was noted in the control wire near the handle and at the distal end of the device. Based on the condition and evaluation of the returned device, the most probable root cause is manufacturing execution error. The device shows that the manufacturing process was not executed as validated/as designed, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a bowel cancer screening test procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but difficult to release from the catheter. Eventually, the clip was able to release from the catheter after some manipulation, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.